Event description:
The manufacturer received info alleging a ventilator's lcd display was damaged. The device was not in pt use.

Manufacturer narrative:
The device was evaluated by a third party service center. During the evaluation the customer complaint was confirmed. The device's lcd display was replaced to address the issue.